Manufacturer narrative:
The patient had colostomy (a surgically created opening in the abdomen which allows waste to leave the body) which creates an abdominal wall defect which allows protrusion of abdominal contents. Additionally, it is known that increased intra-abdominal pressure (during peritoneal dialysis due to the dialysate) can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. Therefore, there is a possible association between ccpd therapies with the liberty cycler that may have contributed to an exacerbation of the patient¿s parastomal hernia warranting planned hernia repair. However, there have been no reported allegations of a liberty cycler malfunction that exacerbated the patient¿s parastomal hernia. At this time, it is unknown if the patient¿s pre-existing hiatal hernia may have been exacerbated in any way by ccpd therapy however it was reported by the patient¿s nurse there is no plan for surgical intervention at this time. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Medical records received on an unrelated customer experience indicates that the peritoneal dialysis patient was diagnosed with a hernia. During a follow up call with the peritoneal dialysis nurse it was confirmed the patient has two hernias. Per the nurse, the patient¿s small hiatal hernia was established prior to the patient¿s commencement on peritoneal dialysis therapy. Additionally, the small hiatal hernia reportedly does not warrant the need for surgical intervention. The patient¿s abdominal wall hernia is at the patient¿s colostomy stoma. It was stated there is a plan to the patient¿s herniated stoma. The nurse stated peritoneal dialysis therapy could have exacerbated the parastomal hernia but was unable to confirm. The patient. Continues pd therapy.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.